Event description:
Procedure type: roux-en-y. According to the reporter: the anvil could not be connected to the stapler. The surgeon had to excise the esophagus to remove the anvil. Using a new device, anastomosis was completed. The surgeon commented the anvil shaft seemed originally spread out. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).